Event description:
It was reported that during a cryoablation procedure, the phrenic nerve (pn) capture was lost. The cryo therapy was immediately stopped. It was noted that the pn capture did not return after approximately one hour. The physician then noted that the diaphragm (right and left) was observed via fluoroscopic imaging to have bilateral uniform motion upon spontaneous unassisted patient inspiration at that time. The patient was under general anesthesia; however, the patient was reversed and ventilation was not supported but was completely spontaneous. The case was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.